Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose levels, with a reading of 546 mg/dl. The customer also stated that she had noticed bent cannulas recently. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. A tubing clamp was sent to the customer. Advised her to call back to conduct the high pressure test. Nothing further was reported.